Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 15 mmol/l (270 mg/dl) while wearing the pod on their abdomen between 5 and 24 hours. The patient reported experiencing high bg levels for no apparent reason. The bg levels were not reacting to correction bolus¿ and therefore they decided to remove the pod and apply a new one. The patient confirmed that the cannula had inserted into the infusion site but upon removal of the pod, the cannula was not visible. This would indicate a needle mechanism failure for a retracted cannula. There was no medical assistance required.